Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device would not run and had a sticky trigger. Therefore, the reported condition that the device had no strength was confirmed. The assignable root cause of this condition was determined to be traced to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearing of the battery oscillator device was worn, the device had a sticky trigger, the electronic control unit (ecu) was damaged, the device would not run, and moving parts of the device would not move smoothly. It was further determined that the device failed pretest for functional test, trigger test, and check saw head ratchet. It was noted in the service order that the drill had no strength. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.